Event description:
It was reported that the pt came into the surgeon's office stating something did not feel right in his hip. On x-ray, you see just the trunion inside the shell. It appears that the head had shattered sometime earlier and the pt continued to walk on his hip.